Manufacturer narrative:
This event has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the operator could not hear the patient through the CT box. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the operator could not hear the patient through the CT box. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips customer support team leader (field engineer) evaluated the CT system and found the front and back gantry microphones were not working. The fse replaced the gantry panel microphone, gantry panel microphone assembly, gantry microphone board assembly with spacer, and the gantry microphone assembly to resolve the malfunction. The system is operational and in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.